Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the motor speeds were unstable, the plug harness was damaged (no exposed metal wiring), and the reciprocating arm and screws were worn. The motor, plug harness, screws, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device was sent in for maintenance but repair was needed for worn reciprocation arm; damaged dermatome cable plug needs to be replaced; worn screws; motor issue. The motor issue was that the rotational speed was too slow. Diligence is complete and there is no additional information. No adverse events were reported as a result of this malfunction.